Event description:
It was reported that the left ventricular (lv) and right ventricular (rv) lead had high impedance due to lead fracture. Both the lv and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).